Event description:
It was reported the patient had an rfa procedure where the device was not placed in surgery mode. Subsequently, the patient had trouble connecting to the ipg. A recovery function was executed and successfully recovered the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.